Event description:
A surgeon reported that an intraocular lens (iol) became damaged in the cartridge of an iol delivery system. A mark was noticed on the iol two days after implantation. The iol remains implanted. There was no pt impact/injury associated with this event.